Event description:
It was reported that the customer believes that she experienced a delivery anomaly. Customer's blood glucose level at the time was 110 mg/dl. The customer inserted her infusion set into her arm without priming and she got air into her arms. When assisting the customer with reviewing priming history, the customer had given herself 5.8 units of insulin during the fill tube process and she had not filled her cannula. During this time, she was not disconnected during the fill tubing process. She was advised that it is important to discontinue use during rewind/prime and to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.